Manufacturer narrative:
Analysis of the returned pne test lead model 305901 lot #60197384 showed no significant anomalies. The lead device was subjected to a series of standard tests that included but not limited to visual inspection and electrical testing. Electrical testing determined that the continuity was complete and there were no electrical shorts between the circuits. The lead and conductor wire was stretched. Analysis of the returned pne stylet wire accessory model unknown lot unknown showed that wire was bent 8 cm from the distal end. There was slight discoloration on the stylet wire at a location 7.6 cm from the distal end. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient undergoing a trial procedure for a basic evaluation for an external neurostimulator (ens). It was reported that during the procedure the pne lead was bent and looked discolored at the bend. The rep noted there were no environmental/external/patient factors and that a new pne lead had been opened and used. The rep reported they had possession of the bent and discolored lead and that it was going to be returned to the manufacturer company. The issue was noted to have resolved at the time of the report. There were no further complications reported/anticipated.